Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Pump passed self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 44 mg/dl at the time of incident and current blood glucose level was 49 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated high blood glucose with food. Customer declined troubleshooting for low blood glucose. Customer states insulin pump had blank display. Customer states the display did not return. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.